Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the no image upon angulation issue could not be determined, however, it is likely that the image issue was due to the observed leak in the biopsy channel, resulting in an ingress of water entering into the device causing an electronic component failure. Additionally, it is possible that the charged-coupled device (ccd) unit was damaged due to customer handling/mishandling and resulting in the image issue. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use warnings and cautions: caution ¿turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor¿. Warnings and cautions: disappeared or frozen endoscopic image: warning ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images are normal¿. 5.1 troubleshooting ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section¿ 5.2,troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported that there was no delay and the procedure was completed with the device. There was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope was lost and the contact was loose. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the image went black due to breakage of the image sensor. Also, evaluation found the image disappeared during angulation in the up/down directions due to damage on the charged coupled device (ccd) unit, switch #1 rubber had fallen off due to peeled adhesive, water tightness was lost due to damage on the instrument tube, the insulation resistance value did not meet the standard value due to damage on the connecting tube, the connecting tube did not rotate smoothly due to deformation of the insertion tube rotation ring, the image guide protector was cut, and the plug unit was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.